Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report low and high blood glucose levels. The customer's blood glucose levels ranged from 63 mg/dl to 588 mg/dl. The customer reported feeling drowsy. The customer was unable to troubleshoot because his ride to the doctor was there. Nothing was replaced or returned.